Event description:
It was reported that two of the intermittent catheters were bent and two intermittent catheters received without lube. Per follow up via phone on 22sep2023, customer stated that the catheter bent as they was inserting the catheter. Customer was able to fully insert and void with the catheters but felt a scratching sensation. No medical intervention was required. Customer stated that it only happened two time. Also, there were two incidents where there was no lubricant in the package just air.

Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. A potential root cause could be due to "operator error". The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review was not performed because labelling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.